Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall approximately 2 years ago. (Date of event unknown). Around the same time frame, the patient began experiencing intermittent overstimulation which sometimes occurred when turning her head. During reprogramming the patient was without stimulation until amplitude was increased at which time overstimulation on the cervical lead was felt in the arms. Reportedly, the sensation stops when stimulation is turned off. Subsequently, programs were set to use only the thoracic lead until x-rays of the cervical lead were obtained to further evaluate the issue. Follow-up identified high impedance measurements on multiple contacts. Reprogramming only provided partial coverage to the legs. Further follow-up identified only the cervical lead was explanted and replaced with a new model due to a fracture. The physician opted to explant and replace the thoracic lead and ipg during the same procedure. The issue is resolved.